Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out after the 5th firing and the trigger could not be grasped. There might have been torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the er320 device found that it was received with a malformed clip jammed in jaws and fed sideways. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon removal of jammed clip the device was cycled, fed, retained and formed the remaining 11 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.